Event description:
A surgeon reported a pt with an unexpected postoperative refraction following intraocular lens (iol) implant surgery. The surgeon reported the pt had a history of glaucoma (pre-existing). Additional info has been requested.

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause: no lot number or sample was returned by the customer. No root cause can be determined at this time. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. (B)(4).